Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "occasionally no image, photo/video resolution does not work." No negative impact in state of health reported.

Manufacturer narrative:
The device concerned (8403xd, serial# (B)(6)) was sent to the manufacturer for inspection. During the technical inspection by the manufacturer the fault description received (occasionally no image, photo/video resolution does not work) could not be confirmed. The technical inspection did not reveal any faults with the monitor. The device only shows slight signs of wear on the surface, which cannot lead to the reported image failure. The event is filed under internal karl storz complaint ID: (B)(4).